Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse inspected and cleaned sample and reagent probes. The cse inspected wash guides and checked port dispenses. The cse checked pumps, tubing, fittings and verified probe aspirations. The cse cleaned the luminometer and found no hardware related issues. The cse performed empty, fill and dark counts. The cse ran multi-diluent check, which passed. The cse ran quality controls, which were within range. The cause of the discordant, falsely depressed tni-ultra result on one patient. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed cardiac troponin I (tni-ultra) result was obtained upon repeat testing on a patient sample on an advia centaur cp instrument. The discordant tni-ultra result was reported to the physician(s). The sample was originally tested on the same instrument, resulting higher. The sample was repeated multiple times on the same instrument, resulting higher and similar to the initial result. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed tni-ultra result.